Manufacturer narrative:
.

Event description:
Clinic notes were received and a dcdc = 4 value was found within the document. It is unknown if this was from a system diagnostic test or a normal mode diagnostic test. The programming history database for the patient's most recently known m103 device was reviewed and a faulted diagnostic was observed on (B)(6) 2011. An additional test was performed and everything was found to be ok with the device. No programming anomalies occurred due to the faulted diagnostic and no other anomalies were noted. The programming history database matches the m103 device believed to be the most recent implant; however, the dcdc value is consistent with a pulse model device. There is no known information, other than the dcdc = 4 value reported, which would suggest the patient had a generator replacement. Attempts for additional relevant information have been unsuccessful to date.